Manufacturer narrative:
The bipolar instrument was analyzed and found to have thermal damage. It had charring and localized melting on both yaw pulleys in the space between the grips. Please refer to usage device and serial number.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Review of the provided image is consistent with burn marks. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument did not work as intended. During the procedure, after a period of use, sparks were observed, and a burn mark was noted on the insulation near the tip of the instrument. Remaining lives 8/14. The procedure was completed with no reported injury.